Event description:
It was reported that kit tablet recorded the incorrect dosing. The following information was provided by the initial reporter: material no. 516704, batch no. 91df1f51 it is reported product recorded incorrect dosage.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the system preformed as designed.

Manufacturer narrative:
The manufacturing location for this product is pride industries. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit tablet recorded the incorrect dosing. The following information was provided by the initial reporter: material no. 516704, batch no. 91df1f51. It is reported product recorded incorrect dosage.